Event description:
It was reported that the patient could not adjust stimulation. The display showed a "call your doctor" icon. A power-on-reset condition was reported. It was reported that the issue was resolved.

Manufacturer narrative:
Lead model 3778-60 (B)(4) implanted: 2009-(B)(6) explanted: na, lead model 3778-60 (B)(4) implanted: 2009-(B)(6) explanted: na, programmer model 37743 (B)(4), accessory model 37752 (B)(4).